Manufacturer narrative:
Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a mastoid case, it was observed that the handpiece device was getting hotter than the normal warmth over a long period of drilling. It was reported that the procedure was successfully completed with no delay and was able to complete the case with the same device. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: during subsequent follow-up with the customer, additional information was received. The reporter stated that the motor on the device was working just fine, it was merely a case of using the device for too long without a duty cycle. The device will not be returned for evaluation. If additional information should become available, a supplemental medwatch will be submitted accordingly.